Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open segmentectomy procedure, while closing segment, the retaining pin of the first stapler was broken which fired partially. The other device did not fire. Another stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The instrument was received loaded with a 4.8mm single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired. The identifying witness mark from automatic firing fixture was present on the instrument handle. The alignment pin was disengaged from the sulu. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged alignment pin may occur when the sulu was manipulated in such a way to disengage the cover holding the component in place. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.